Event description:
It has been reported to philips that exposure was not possible. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, system was in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and analyzed the log file. Analysis of the log file showed that there was an issue with hard disk in ippc (image processing pc). The fse replaced the hard disk (hdd) in ippc (image processing pc), and the system was returned to use in good working order. The codes are updated based on the investigation outcomes.